Event description:
Patient reported right side, "I had them replaced with sientra implants. Then, I had those removed two months later due to what was described as a gigantic blister inside.". Device has been explanted. This is a non-allergan record. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).